Manufacturer narrative:
Pump passed displacement test. The pump was received with detached reservoir tube retainer, missing serial number label, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracked pump case by the reservoir. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. The product was returned for analysis.